Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had the insulation cautery wire compromised. The failure was not observed during the case, it was not notified during the case of any issues with the instrument. It was observed with a 4x magnifier per the instruction of use (IFU) in the sterilization and reprocessing department (spd). There was no report of patient involvement. Intuitive surgical followed up with the initial reporter and obtained the following additional information: robotics coordinator confirmed the conductor wire was exposed but was unsure if the wire was intact or broken in half. The robotics coordinator was not notified of signs of loss of cautery nor arcing, sparking or thermal damage as a result of the damaged conductor wire. The robotics coordinator was not notified of material detaching/breaking off from the portion of the device that enters the patient's body. The instrument was already returned for evaluation.